Event description:
Related manufacturer report number: 1627487-2022-03600, 1627487-2022-03601. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which their leads and ipg were explanted and replaced for a unknown reason.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Additional information received reports that ipg was replaced electively and is therefore not reportable.

Manufacturer narrative:
Correction b5: additional information received reports that ipg was replaced electively and is therefore not reportable.